Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about the last month, patient has been feeling ins and area around it, heat up, usually when charging. Patient also mentioned that near the header where the leads exit the ins, they feel pain. Patient stated their typical charging sessions are 30 minutes to an hour long and the heating sensation lasts anywhere from 20-30 minutes to an hour and half after they've finished charging. Patient stated even if they do a short, 10 minute charge session, they notice the heat. Patient indicated the recharger itself doesn't get warm at all and they had their wife feel the ins site and it didn't feel warm to the touch. Patient stated they saw their other pain management physician and they examined the ins site but stated there was no signs of fluid and scar looked well healed. Patient uses belt and usually a t-shirt in between recharger and skin when recharging. Caller checked impedances which were all normal and around 960-1300 ohms. Troubleshooting had caller decrease recharging speed from level 4 to level 2. Patient stated they will likely go see their doctor soon because they still have weakness in their legs even with stimulation and then the doctor can examine ins site. The issue was not resolved through troubleshooting. Troubleshooting suggest patient try decreased recharging speed and shorter, more frequent charging sessions. Troubleshooting reviewed doctor could also obtain imaging to see if ins has moved at all. Additional information received from the manufacturer representative reported that the cause had not been determined. The patient decreased the charging speed of the remote.